Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd insyte¿ IV catheters experienced the needle piercing through the catheter. The following information was provided by the initial reporter: there were 5 units affected. Only 1 unit was used in patient and the 4 subsequent ones were checked before use, once the packaging was opened. The patient did not present any reaction and the personnel who used it did not have any accidents.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0153248, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd insyte¿ IV catheters experienced the needle piercing through the catheter. The following information was provided by the initial reporter: there were 5 units affected. Only 1 unit was used in patient and the 4 subsequent ones were checked before use, once the packaging was opened. The patient did not present any reaction and the personnel who used it did not have any accidents.